Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced multiple episodes of syncope with arrhythmia and complete heart block. It was also reported that the right ventricular (rv) lead exhibited high / unstable thresholds and loss of capture. The lead was reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.